Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 3/24/2015. While troubleshooting a leak the field service engineer (fse) found a faulty light scatter preamp board. The fse replaced the preamp board, which resolved the issue. The repairs were verified per established procedures. (B)(4).

Event description:
While troubleshooting a leak the field service engineer (fse) found a faulty light scatter preamp board in the coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.